Event description:
It was reported that the customer was hospitalized due to epilepsy, and during the hospitalization, the customer's blood glucose dropped to 57 mg/dl. Troubleshooting was performed, and the insulin pump settings were correct. The doctor did not feel that the insulin pump was to blame for the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.